Event description:
It was reported that on the third day that the cartridge and infusion set were in use the customer experienced elevated blood glucose levels (436 mg/dl). Troubleshooting was performed and pump appeared to be delivering as expected. Customer received an auto off alarm and incomplete temporary rate alert, and was unaware that those had been set.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.